Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign materials remained in the light guide lens, insertion tube, and air/water cylinder due to presence of leakage at the lens. The instructions for use states the detection methods associated with the event in "gif-1100 operation manual chapter 3 preparation and inspection" and the prevention methods in "gif-1100 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited light guide and connecting tube had foreign objects. There was no patient involvement.